Event description:
The customer reported that the system was not storing alarm events. Through ge healthcare's initial investigation of the customer reported issue, it was discovered that multiple alarms were not providing an audible alert tone, but a visual message only. No adverse pt outcomes have been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.